Event description:
Patient in for incision and drainage of infected hip with removal of very well fixed acetabular and femoral components. The bone hook tip was broken off. It was suctioned up and collected from suction machine. No patient harm.